Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that immediately on use, a smiths medical portex bivona uncuffed pediatric flextend plus standard straight flange tracheostomy tube had a "cocked junction" at the end of the cannula. The reporter stated the material is visible. There were no adverse patient effects.